Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. It was advised for customer to contact hospital for replacement since insulin pump is out of warranty. No further information provided.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.